Event description:
During an in-clinic follow up, oversensing of myopotentials causing inappropriate automatic mode switch was observed on the right atrial (ra) lead. Stress testing was performed, and the noise was reproduced. No intervention was performed. The patient was stable and will continue to be monitored.